Manufacturer narrative:
Concomitant medical products: product ID: 8703, lot# j94142142, implanted: (B)(6) 1995, product type: catheter. (B)(4).

Event description:
The patient reported that, after his previous therapy problems, he tried "it" after a year and he still got tight. The patient's pump was noted to currently be in minimum rate with saline. The medication used within the system when the patient tried their therapy again was unknown. Please see manufacturer's report# 6000030-2008-02448. About three or four years prior to the report, the patient experienced an overdose and subsequent lack of therapy. Refer to manufacturer's report #3007566237-2013-00965. Information was received from a consumer. Currently the patient was having pain in his back and spine (since (B)(6) 2015, gradual onset). The pump was not working or functioning like before and the spine physician wanted to do an MRI. It was stated that the pump had not been delivering medicine for a number of years (as previously reported, made the patient a lot tighter).